Manufacturer narrative:
The complete, intact lead was returned to our post market quality assurance laboratory. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed no abnormalities: forcep marks on the outer insulation were consistent with explant damage, and the lead tip appeared intact and undamaged. Laboratory analysis therefore did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the initial implant of this right ventricular (rv) lead, the suture sleeve was stuck on the lead and ended up wedged in the subclavian vessel. X-ray imaging was obtained to show the exact position of the suture sleeve, but multiple attempts to remove it were unsuccessful. Subsequently, additional surgical intervention was performed to dissect the cephalic vein. Using forceps, the physician gripped the lead and suture sleeve to extract the entire lead. A new rv lead was successfully implanted in its place. No additional adverse patient effects were reported.